Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 0.0475" from the distal tip. This caused the jaws not to close. No material was found missing. Further inspection identified that the conductor wire insulation was damaged at the yaw pulley. There were no material missing and the internal conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed the electrical continuity test. This finding is unrelated to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the fenestrated bipolar forceps instrument stopped working and the jaws would not close. The emergency release button did not work to close the jaws in order to remove the instrument out of the cannula. Another instrument was used to manually close the jaws. Instrument was removed with the entire trocar. The procedure was completed with no reported injury. No fragment fell into the patient.